Manufacturer narrative:
This report is submitted april 04, 2018.

Event description:
Per the surgeon, the patient experienced an infection at implant site and subsequently was treated with antibiotics (type, date and duration not reported); however the issue could not resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.